Manufacturer narrative:
It was reported by customer that they experienced a break in this tubing at the joint below the drip chamber. One unused sample of item number 10014881, lot number 24119228 along with an additional unused sample with lot number 24109237 were submitted for quality investigation. Visual examination was conducted and no damages or abnormalities were identified. The samples were primed and flow was allowed to run through the sample to simulate an infusion. The samples did not separate under normal use conditions. The customer complaint of separation could not be replicated. A root cause analysis was not conducted because the failure was not replicated. A device history record review for model 10014881 lot number 24119228 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10014881 lot number 24109237 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite low sorbing secondary set was separated. The following information was provided by the initial reporter: we experienced a break in this tubing at the joint below the drip chamber today, resulting in a chemo spill. Bd smartsite low sorbing secondary set ref #10014881, lot# (10)24119228. Additional information received from the customer: was there any patient harm, injury, complication or negative outcome that occurred as a result of this event? Chemo spill in patient care area. No harm to patient.